Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case was not secured to the customers waist causing the pump to fall. As a result the infusion set was pulled out. The customer's blood glucose was 116 mg/dl. The customer applied a new infusion set and resumed insulin delivery.